Manufacturer narrative:
The customer¿s experience of a pump shut off with no alarm was not confirmed. The pcu event log shows pcu s/n (B)(4)was powered on at 2:15 pm on (B)(6) 2018 with 3 pump modules attached. At 2:16 pm, pump module s/n (B)(4) was programmed to infuse nacl fluids (0.9% nacl) drugid 2 to infuse at 50ml/hr with a vtbi of 200ml. The infusion ran at various rate (75ml/hr, 999ml/hr, 75ml/hr, 130ml/hr and 300ml/hr) until 3:14 pm when the primary infusion completed and transitioned to kvo at the kvo rate of 5ml/hr. At 3:15 pm, the user channels the device off and the system is shutdown and powered off. The volume recorded as being infused during this period was 200.057ml. The other 2 pump modules that were attached to the pcu were not used during this period. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
The customer reported that during blood transfusion, the user found the device "off" in the room unexpectedly. No visual or auditory alarm was observed by the user. No patient harm was reported.